Manufacturer narrative:
B3: exact date unknown, event occurred over a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the implantable pulse generator (ipg) was not working as intended and was no longer delivering consistent or effective stimulation due to power limitations. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the implantable pulse generator (ipg) was not working as intended and was no longer delivering consistent or effective stimulation due to power limitations. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.